Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath split was confirmed; however, the reported premature clip deployment could not be confirmed. Analysis of the returned device found the clip remained on the carrier tube. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, the event was reported to have occurred one month ago. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral diagnostic procedure. Reportedly, when the sheath was starting to split, the sheath would "kink" and the clip would prematurely fire prior to depressing the trigger. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.